Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient had a burn from the device. The event lead to patient's extended hospitalization for 1 day.